Manufacturer narrative:
(B)(4). Date sent: 5/7/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: what is meant by "misfire"? What color reload? What was the procedure? What was the shape of the staples? Did the device fire and then stop? Any difficulties while firing? Current patient status? Any patient consequences? How was the procedure completed? They just said misfire, some staples did not deploy properly. They did not mention color of reload or procedure. It fired and didn¿t deploy all staples. Patient is fine, no consequences to patient, the procedure was completed with another stapler. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure; glc 80 misfire. Surgical delay unknown. No patient consequences was reported.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2025.

Manufacturer narrative:
(B)(4). Date sent 7/10/2025. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties and also no reload was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper usage of the echelon linear cutter is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot 352d39, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 5/9/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.